Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged, ar-10010, probe - hook, batch 15155189, was received for investigation. Visual evaluation noted that that the probe hook was bent. Functional testing was not performed as it is irrelevant to the complaint allegation. The most likely cause for the reported failure can be attributed to misaligned insertion; excessive force while prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder arthroscopy the device was very thin at the front and therefore got bent during the procedure. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same devices. It was not necessary to switch the surgical technique or do a second surgery.